Manufacturer narrative:
Continuation of d10: product ID: 3889-28, lot# va1lfuw, implanted: (B)(6) 2017, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(6), ubd: 31-oct-2021, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the device was not performing now because they have to change the lead. Patient said on friday they found a problem with the leads, so the ins was not working. The patient was redirected to their healthcare provider (hcp) to further address the issue.